Manufacturer narrative:
The test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510 (k) # is k093745.

Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from (B)(4) alleging that a one touch verio test strips are sticking together. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement test strips were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the test strips are sticking together.there is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.